Event description:
It was reported that the ilet user experienced nocturnal low glucose, with the lowest documented value of 68 mg/dl and had developed a habit of consuming unannounced carbohydrates at night to prevent lows. The user also frequently under-announced meal amounts, and the event was treated with oral glucose. Symptoms included hypoglycemia without reported physical complaints. Outcomes included medical intervention in the form of carbohydrate administration; no hospitalization was reported. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem and identified user-related usage issues, specifically overtreating hypoglycemia and failure to follow recommended operating practices, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.